Event description:
It was reported that the patient developed endocarditis. The implantable pulse generator (ipg) and leads were explanted. An epicardial right ventricular lead was attempted to be implanted but was not due to high thresholds. The physician stated the patient¿s condition was deteriorating and then decided to abandon the implant procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).